Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen of unknown concentration at an unknown dose rate via an implantable pump for intractable spasticity and spinal cord injury / disease. It was reported that the patient was trying to get her records straight because she's had some "difficulty out of the pump." The patient¿s second pump was replaced because it stopped working. The date the issue was noticed was unknown. The old and current drug in the pump was noted as having been baclofen, however drug concentration, dose rate, and drug lot number were unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.